Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there was an unspecified malfunction of the abbott vascular prostar xl closing system that resulted in major bleeding. Two units of blood were transfused and access site intervention was performed. No further associated adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).